Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no failed battery alarm, no unexpected low battery alarm, no weak battery alarm, no bad battery alarm and no blank display noted. All buttons are functioning properly and no damage was found on the keypad assembly. No button error alarm. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer states they received button error alarm and failed battery test. The customer's blood glucose level at the time of incident was 187mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.